Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse replaced tubing, salt cap and a system seal. The cse performed a precision test. The cse also performed system conditioning. The cause of the discordant sodium result is unknown. The cse successfully ran a diluent check test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that discordant, falsely low sodium results were obtained on patient samples tested on a dimension xpand plus with hm instrument. Discordant results were not reported to the physician(s). The customer provided one example of a discordant sodium result that resulted higher when repeated on an alternate instrument. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.